Event description:
A report was received stating that an endotracheal tube was unexpectedly removed from a pt without device manipulation. Upon device review, the removed endotracheal tube was reportedly found leaking at the cuff. Add'l info has been requested, none is available at this time. No incident related medical sequela was reported.

Manufacturer narrative:
The suspect device was returned for product eval. Functional testing observed the tracheal cuff losing pressure. Under visual examination, a small hole was observed in the cuff material resulting in the loss of cuff pressure. As no lot info was provided, a review of the device history record could not be performed. Inspection and testing of the returned product sample was not able to determine the root cause for the hole in the tracheal cuff.